Event description:
It was reported that the patient with the pacemaker system presented into the emergency room due to an alert of high and low impedances measurements out of range. Noisy signals and high and low pacing thresholds were also noted. Additionally, the power consumption on this pacemaker was over five hundred percent. Upon review, it was found that the pacemaker exhibited premature battery depletion due to the consistency in high power consumption and the lead impedance measurements. Subsequently, this pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with the pacemaker system presented into the emergency room due to an alert of high and low impedances measurements out of range. Noisy signals and high and low pacing thresholds were also noted. Additionally, the power consumption on this pacemaker was over five hundred percent. Upon review, it was found that the pacemaker exhibited premature battery depletion due to the consistency in high power consumption and the lead impedance measurements. Subsequently, this pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.